Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 2 years and 9 months. The modular cable was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that at the last clinic visit, it was discovered that the entire system controller side of the modular cable was dressed in rescue tape and the patient felt that it was "dry-rotting" with multiple tears and a large section that was completely exposing the under layer of the cable. The patient had not had any issues or alarms and interrogation had remained stable. In clinic setting, the modular cable was exchanged with no issues and the patient tolerated the exchange well. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable. Examination of the returned modular cable revealed rescue tape repairs approximately 2.5-6¿ and 9.5-21¿ from the controller connector. Upon removal of the tape, visual inspection confirmed tears to outer polyurethane jacket approximately 11.75-21" from the controller connector. Visual inspection also confirmed that there was no polyurethane jacket present approximately 2.75-7" from the controller connector, revealing the underlying armor layer; however, there appeared to be no damage to the underlying armor layer. Discoloration to the polyurethane jacket was observed as well. Additionally, the inline connector and controller connector bend reliefs showed gradient, yellow discoloration. The controller and inline connector pins appeared unremarkable; however, debris was also noted within the inline connector. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear and discoloration. The IFU and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.